Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 577 mg/dl. Customer stated they had treated their blood glucose with manual injections. Troubleshooting found insulin was able to exit with a manual prime and the insulin pump did not alarm no delivery. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir was occluded. No additional information provided.